Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. There was no impact to the customer's blood glucose level. The customer changed the needle tip and was able to successfully fill the cartridge.